Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and comorbidities including carotid stenosis, peripheral arteriopathy, and dyslipidemia underwent an initial implant procedure with a transcatheter aortic valve evfxplus-26. The procedure was performed under general anesthesia with arterial access via the left subclavian and venous access via the femoral route. Hemostasis was achieved using non-medtronic closure device (proglide) and surgical intervention. During the valve implant, an access site vascular dissection at the end of the procedure. Mild paravalvular leak (pvl) was observed at the antero-lateral site both acutely and at discharge. One unit of blood was transfused intra-procedurally, and an unplanned surgical intervention was required at the access site. Standard electrocardiography was performed during the procedure and at discharge, with no abnormalities detected. Postprocedurally, the patient developed anemia due to von willebrand disease, requiring four additional units of blood transfusion. The investigator assessed the complications as not related to the device but causally related to the procedure.